Event description:
It was reported that during a mastectomy procedure, the device was firing every other clip. A new one was opened to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.